Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed pitch cable located at the distal clevis hub. There was no damage found at the clevis. The frayed segment was approximately 0.03 in length. Additional observation not reported by site was clamping pulley rusted located at the backend of instrument's housing. Engineering concluded that damage was likely due to improper cleaning. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a davinci si surgical procedure, the customer noted a frayed wire on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.